Event description:
It was reported that the customer went to the emergency room with a blood glucose (bg) of 485 mg/dl and ketones identified as dangerous by a healthcare provider. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. The custom was released later the same day with the issue resolved and no permanent damage. A system check was completed and no issues were found with the pump. Recommendation was made to consult with healthcare provider regarding diabetes management.